Event description:
It was reported that the customer had a no delivery alarm and a blank display on the insulin pump. Customer's blood glucose level was 680 mg/dl. Customer stated that the pump was exposed to steam through a humidifier. Customer's last blood glucose level was 258 mg/dl. Customer reported that there was fluid under the lcd display. Customer stated that the pump started doing programming itself. Customer has condensation by the pump screen. Customer was using a humidifier because she is sick. Customer was advised that the pump is not waterproof. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned there was a scratch where the reservoir compartment is located. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.